Manufacturer narrative:
Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1996; 310c29 implantable tissue valve: (b)96) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was reprogrammed to unipolar, then later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.